Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was without stimulation and unable to establish communication with the ipg via either the programmer or charging system. Surgical intervention was undertaken to explant and replace the pt's ipg. Effective stimulation was recaptured following the procedure.